Event description:
It was reported that a patient experienced collapse of their reverse oblique proximal femur fracture post trochanteric fixation nailing. The patient heard a popping sensation 10 days postoperatively while in rehabilitation. The fracture collapse was confirmed via x-rays 6 weeks postoperatively. The treatment plan is unknown at this time. This is report number 2 of 3 for (B)(4).

Manufacturer narrative:
Additional product code: hwc. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that no ncrs were generated during production. There were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient weight is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.